Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), due to significant tension at the time of tether release, the device was dislodged to the pulmonary artery. The device was snared. When the physician was pulling the device into the introducer, it was released from the snare and remained in the femoral vein. Surgical intervention was required to remove the device which led to prolonged hospitalization. The device and the delivery system was attempted, not used and was replaced. No patient complications have been reported as a result of this event.